Event description:
In 2002, the cryopreserved pulmonary valve and conduit in question was thawed and implanted into a pt of unknown medical history. The allograft was used during a pulmonary valve replacement procedure. According to the user facility MDR, the graft "tore" while being implanted. The surgeon repaired the allograft and, according to the records, the graft remains implanted to date. Additionally, per the user faciliy's report, the allograft middle pouch possessed a breach upon thawing. Cultures were performed on the graft at the user facility, which were reportedly negative.